Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set leakage event on (B)(6) 2025. The leakage was at the quick release (qr). The infusion set was in use for one day. The blood glucose level was above 400 mg/dl at the time of event and the patient was treated with pump. No further information available.